Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient's leads had migrated and not providing effective therapy. Surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A3a corrected from male to female.